Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a network failure occurred, and all main, auxiliary, and tower drawers were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a network failure and main, auxiliary and tower drawers were not detected on bus. A field service engineer identified a network issue, repaired it, and reset the station. All drawers were successfully reconnected on the bus. The system functioned as intended after the field service engineer repaired the device.